Event description:
Implant didn't achieve osseointegration, primary stability was achieved, smoker, periodontal disease, local infection / subacute chronic osteitis, immediate implantation, inadequate bone quality/quantity, infection, swelling, inflammation ((B)(6) are same patient).